Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. Visual inspection was performed and the instrument was found to have to distal washer dislodged. Upon further inspection, the jaw cover appeared to have been pulled over the washer, which remained attached to the pivot pin. No damage to the distal pin or the distal washer was observed. The instrument was placed and driven on an in-house system, passed recognition and engagement tests, moved intuitively with full range of motion in all directions, and the jaws opened and closed properly. No failures found during log review of remotefe. The root cause of this failure is attributed to user mishandling. Additionally, the instrument was found to have a torn jaw cover at multiple locations. No material appeared to be missing. Tears measured approximately 0.106 0.237 in length. The instrument was found to have 1 broken ceramic dot on the grip tip. Material measuring approximately 0.020 x 0.015 was not returned with the instrument.

Event description:
It was reported that during a training/demo of the da vinci system, the synchroseal instrument had physical damage. There was no report of patient involvement.